Event description:
The customer reported to olympus the image goes in and out when the cable is moved on their high definition lcd monitor. The event occurred during an unspecified procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
Additionally, the customer later requested a field service engineer (fse) be dispatched to their location. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.